Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent or kinked catheter/stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l per-q-cath catheter. The photograph included approximately 20cm of catheter shaft which appeared to be resting within its formed tray. A stylet was inlaid through the catheter shaft. A sharp bend was observed in the stylet within the visible region of catheter shaft. No obvious use residues were observed. While product deformation was evident in the submitted photograph, inspection of the photograph was not sufficient to identify the cause of that deformation. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A lot history review (lhr) of rebv0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a midline catheter was planned to be implanted in this patient with poor peripheral vein condition. On (B)(6) 2020, when beginning to implant the catheter and after opening the package, the catheter and guide wire were found to be kinked. Due to concern about possible impact on implantation, another catheter was implanted.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rebv0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a midline catheter was planned to be implanted in this patient with poor peripheral vein condition. On (B)(6) 2020, when beginning to implant the catheter and after opening the package, the catheter and guide wire were found to be kinked. Due to concern about possible impact on implantation, another catheter was implanted.